Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the "cassette not attached properly" issue was duplicated by analysts. The cause of the fault was found to be an inoperable dso sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device alarms "cassette not attached properly"; no patient involvement. Incident occurred during testing.